Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and patient who is implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had poor communication. The caller and patient tried connecting to the ins using the programmer with and without antenna connected but was unable to get programmer to communicate. It was reported that prior to the call, they replaced the batteries in the programmer. Additional information was received from a caller who reported that they remember seeing the recharger have at least 4 boxes filled in and seeing poor communication at least once while using the programmer prior to using the recharger. It was reported that the patient was able to get the battery charged but the controller was not communicating with the ins therefore stimulation couldn't be adjusted. The caller reported that after getting the battery charged up and turned on the stimulation was turned up high and patient indicated it hurt them. Additional information was received again from the caller and patient who reported they were able to turn stimulation on with their recharger but stimulation was set on high and hurt them. Patient indicated they were in pain every day but indicated therapy was helping them. Patient also reported their lower back was swollen. No further complications reported and/or anticipated at this time.